Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report that on (B)(6) 2015, patient experienced a permanent out of range signal. At the time of contact with dexcom technical support, no medical intervention or injuries were reported.

Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation. However, the transmitter ((B)(4)) that was used with the device was returned for evaluation on (B)(4) 2015. A follow-up report will be submitted once the evaluation is complete.

Manufacturer narrative:
(B)(4). The complaint receiver device was not returned to dexcom. The transmitter device (part number stt-gl-003/serial number (B)(4)/lot number 5195657), being used with the complaint receiver device, was returned for evaluation. The returned complaint transmitter was visually inspected and no defect was found. Functional testing was performed and the test failed. The reported event of a permanent out of range signal was confirmed. The root cause was determined to be a defective transmitter.